Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test and displacement test. The device was monitored for 24 hrs and no blank display anomalies, pump error 2 or pump error 79 were noted. Power connector plug in and locked in place properly. Insulin pump error 63 confirmed in pump history with variable due to software anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly, pump error 2, pump error 63 and pump error 79 on the insulin pump. Customer¿s blood glucose level was 134 mg/dl. Troubleshooting for the alarms were performed. Customer advised the display screen was blank and when they pushed a button a pump error alarm occurred. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.